Manufacturer narrative:
Investigation summary: bd received samples and photos from the customer facility for investigation. The photos and samples were evaluated and the customer¿s indicated failure modes for foreign matter on the shield, a burr on the shield, embedded foreign matter in the tube, and printing defects (ink) on the tube with the incident lot was observed. A review of the manufacturing records was completed for the incident lot and no issues were identified. Bd has initiated further investigation relating to the issues of embedded foreign matter and printing defects through a CAPA and potential causes have been identified. As a result, corrective actions have been established and are in the process of being implemented. Investigation conclusion: based on evaluation of the customer photos and samples, the customer¿s indicated failure mode for foreign matter on the shield, a burr on the shield, embedded foreign matter in the tube, and printing defects (ink) on the tube with the incident lot was observed. Further investigation activities have been conducted through a CAPA and the most likely root cause for embedded foreign matter and printing defects has been identified. As a result, corrective actions and procedures are being implemented to mitigate further occurrences. Root cause description: a CAPA was conducted to document further investigation and root cause analysis relating to the issues of embedded foreign matter and printing defects. The investigation has identified the most likely root causes and corrective actions are in the process of being implemented. Based on the investigation, the most likely root cause for foreign matter and burrs on the molded component was determined to be related to the manufacturing process. As a result, bd is reviewing specific areas in the manufacturing process where the cause of this issue may have originated. Rationale: based on an assessment of severity and frequency, it was determined that a CAPA is required at this time in order to determine the root cause associated with the issues of embedded foreign matter and printing defects. The investigation has identified potential root cause(s) for this issue and corrective actions are in the process of being implemented. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that bd vacutainer® naf 3.0mg n2e 6.0mg plus blood collection tubes had a molding defect and contained foreign matter. No report of serious injury or medical intervention.